Event description:
Procedure type: vaginal vault prolapse. According to the reporter: the client reports that the needle broke during utilization. The needle fell into the pt's cavity, and it was not retrieved. Operative time was not extended, no tissue damage and/or no add'l blood loss. Not pt injury was reported; utilization of another unit.

Manufacturer narrative:
(B) (4). (B) (4).